Event description:
Pt being removed from back of ambulance on ems stretcher when legs to cot did not completely unfold and secure causing the head of the cot to drop approx 18-20 inches down. Pt remained on cot restrained throughout. Pt uninjured and no complaint.